Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Account reports one patient that originally typed as o negative but later was determined to be o positive. Patient in question was a (B)(6) year old female with a uterine bleed. Patient presented to the ER with a hemoglobin of 3.9. Two units of o negative blood were transfused prior to collecting the sample for type and crossmatch. Original sample was tested on the provue using abd/reverse card. Sample typed as a clear o negative. No aggutination seen in the d microtube at all. Two more o negative units were then transfused. Meanwhile, account retyped the patient in tube since they did not have a previous history on the patient. Account used bioclone for tube testing. Three techs performed the tube testing and all three received a positive d typing although it was mixed field. The weakest reaction they saw was 1+ mixed field but some of the techs received stronger reactions. Because of this discrepancy another sample was collected from the patient (after receiving 4 units of o negative blood) and tested again on the provue with the same lot of cards. Provue now called the d typing as 4+ mixed field - rh positive. Most of the cells in the d microtube were negative (in the button at the bottom of the microtube) but there was a faint line at the top of the microtube that was easily seen with the naked eye. Account then pulled the original sample and reran it on the provue. Once again it typed as a clear rh negative. Account has determined that the patient is truly rh positive and rh positive blood was used for transfusion from this point on. No harm came the patient. Account is not interested in having service performed on the provue as this problem was isolated to this one patient. Account is confident that patient is truly rh positive and that the provue is operating as expected. Issue started on: (B)(6) 2015. Reported (B)(6) 2015. Methodology used: provue and tube. Incubation time (for manual test only): tube d testing - immediate spin test. Error code: no errors received. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/ storage condition temperature: all reagents stored appropriately. Visual appearance before use: all reagents have a normal appearance prior to use. Cts could not explain why the first sample typed as rh negative on the provue and the second sample typed as rh positive. More rh negative units had been transfused before the second sample was collected. However, it could be due to the actual collection of the samples themselves. Site contact did not have any information as to how the samples were collected. Did review with account differences in clones between the two reagents. Account satisfied and is reporting observation for tracking purposes only. Account does not want service. Account will call back if they encounter further problems.